Event description:
Information received by medtronic indicated that the inpen was damaged. Troubleshooting was performed and it was found that the plastic part/ cartridge holder and the dose button are damaged. No harm requiring medical intervention was reported. The customer will discontinue using the inpen. The inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per visual inspection: dog chew marks all over inpen. Missing front cap. Dose window missing. Missing injection foot. Broken off injection button. Inpen received without cartridge holder. Inpen did not pair with commercial app. However, inpen did transmit to manufacturing app. Inpen received with leadscrew 1/4 of travel. Unable to properly dose/dial due to severe dog chew damage to the dose knob. Unable to perform functional test due to the physical damage. Inpen received without cartridge holder or front cap. Unable to perform front cap investigation. However, broken off plastic pieces stuck inside inpen/cartridge holder cavity was noted. In conclusion: inpen received with injection foot missing. Injection foot damage was confirmed. Dog chew marks were observed all over the inpen. Missing front cap and cartridge holder was noted. Missing dose window was noted. Injection button was broken off. Therefore, customer's concern of cosmetic damage was confirmed. Difficult to dial/dose was confirmed due to severe dog chew damage to the dose knob. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.